Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -4.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to refractive surprise and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6: device evaluation: lens was returned dry with residue/debris on product in a microcentrifuge vial. Visual inspection found the haptics broken/bent/deformed. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).